Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the pump was not returned to mmdg, no investigation could be completed. Because no investigation was completed, the complaint could not be replicated or confirmed.

Event description:
The initial reporter stated that the pump "did not alarm when done". Mmdg did also confirm with the initial reporter that this was discovered during testing, and no patient had been involved. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the pump was returned to mmdg for investigation, it was operating as expected. The pump history was also reviewed, where it was found that the pump dose had been set to infinity. When the dose is set to infinity, no dose done alarm would be expected. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump "did not alarm when done". Mmdg did also confirm with the initial reporter that this was discovered during testing, and no patient had been involved. (B)(4).